Event description:
It was reported before use the bd vacutainer® c&s transfer straw kit was missing a component of the product. The following information was provided by the initial reporter: the customer noticed "a second transfer device that is missing the protective shield.".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® c&s transfer straw kit was missing a component of the product. The following information was provided by the initial reporter: the customer noticed "a second transfer device that is missing the protective shield."